Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture, a blood disorder, ibs, stomach aches, stomach cramping, diarrhea, fatigue, blood pressure issues, and a painful ball in armpit". This record is for the left side. Device remains implanted.